Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on either (B)(6)2022 ,or (B)(6)2022. Initial reporter address was (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue (female connector) of the minicap transfer set and light blue (main body) had been separated; further described as ¿unscrewed and protruding¿. This occurred during use of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.